Event description:
Infusion pump had been infusing without incident. The rn hung new IV bag, and the tubing was not changed. Rn checked a few minutes later and found IV pump running with the tubing proximal and distal to the air sensor full of air. Last 6 inches near the patient did not have any air bubbles. Pump did not alarm for the air in line.